Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor and unable to perform the occlusion or no delivery test due to prime anomaly. The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube lip, and scratched display window.

Event description:
It was reported that the customer had high blood glucose of over 200 mg/dl because her insulin pump was not delivering the insulin. Caller stated that the customer's insulin pump is not giving the no delivery alarm and its crack. Nothing further was reported.